Event description:
The patient reported that the audio bolus button is intermittently unresponsive. She stated that she noticed the issue six to eight months ago. She denied trauma and water exposure. The patient stated that she wears the pump in a pocket, the keypad is intact and not peeling, and the buttons click and spring back normally. She confirmed that the audio button is usable and she can program the pump with the regular keypad buttons if needed.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.